Manufacturer narrative:
Submit date: 04/07/2016. An investigation is currently underway. Upon completion, a full report shall be provided.

Event description:
An enteral feeding unit was returned as back to stock to the covidien technical center. Upon triage, the service technician found that the unit's bridge main board failed; as a result of this failure there was no audible alarm.

Manufacturer narrative:
Submit date: 10/12/2016. An investigation of kangaroo epump was performed for the reported condition of; no buzzer. The unit was triaged and the failure was confirmed. The cause of the reported failure is due to failure of the unit¿s bridge main board. The unit¿s pcba was replaced to correct the issue. Unit was fully tested; unit passed all testing. Kangaroo epump was manufactured in 2009. A review of the device history record shows this device was released meeting all manufacturing specifications.